Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 266 mg/dl. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.